Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator and was not able to verify customer's reported problem. The technician applied 56.3 psi of 02 and only lost .3 psi over 1 min. Performed completed testing and no problem was found. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator used more oxygen than expected. At this time, there is no information regarding patient involvement associated with the reported event.